Event description:
Elastomeric infusion devices manufactured by I-flow corporation leak after they have been filled with medication and taken to patient home. All of the devices were the 100ml, 100ml/hr. We have written the company several times without response from them.